Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawers 2.1 and 2.2 were failed. A field service engineer found all half-height cubie drawers non-functional due to a failed interference board, caused by a partially seated pyxisbus cable connection. Replaced the interference board and performed testing to confirm drawer functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed the customer stated that the user was able to retrieve medications from another station, and that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.